Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and a reservoir was used. The device did not function at all in the hospital room. It was replaced with a like device and functioned properly. There were no adverse patient consequences.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.